Manufacturer narrative:
One medfusion 4000 pump was returned for analysis with a slight crack on the front lower right and left corners of the top case. The ac cord clamp was cracked. The bottom case had a crack by the l-bracket position and the right plunger case was cracked too. Pump motor drive off power on self test and multiple depleted battery errors was in event history log right before the reported error occurred. The device was tested by the power up self test. The biomed diagnostics motor drive test was used to check the motor operations. The analysis was unable to duplicate the customer stated error of system failure . All motor wires were intact. The device's battery was showing that it was depleted just after the error alarm. The pump was operating on a depleted or near depleted battery power. Due to the low battery advisory found in history. The issue appears to be due to user error. The stepper motor was replaced as a precaution and preventative maintenance was performed.

Event description:
Information was received indicating that a smiths medical medfusion pump had system failure. This pump was not reported to have caused an incident with a patient.